Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 12.0-13.3cm and 18.5-19.5cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.8cm from the connector pin. Internal insulation abrasions were noted at 7.4-8.7cm, 7.5-7.7, 14.4-15.7cm, 15.3-16.0cm, and 27.0-28.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 12.5-12.7cm and 17.8-19.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 18.3-18.6cm from the connector pin. The conductor was fractured and melted at this location.

Event description:
This report is to advise of an event observed during analysis.